Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the ratchet mechanism was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in a corrective action. The device history record (DHR) review for serial numbers (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an issue evaluation. The device history record (DHR) review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the handle was not working properly and the handle, comb, shoulder bolt, believe washers, detents and cap nuts were replaced. This is not a related issue. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated 1.5:1 cutters serial numbers (B)(4) as documented in the repair reports. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated 3:1 cutters serial number (B)(6) as documented in the repair reports. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the handle was jammed. The comb was bent. 1.5:1 cutter, serial number (B)(4) produced an incomplete mesh. 1.5:1 cutter, serial number (B)(4), found that the cutter was damaged and the blades were missing/ broken off. 3:1 cutter produced an incomplete mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the comb, cap nuts and cutters. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the handle was jammed. This medwatch is being filed as both an initial and final report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that the ratchet mechanism was broken. There was no incident pertaining to a patient regarding the fault. General wear and tear relating to the amount of use. The mesher could still be used but they had to rotate the handle through a full 360 degrees, rather than in the usual way. The customer was unable to pinpoint when the handle ceased to work in a ratchet mode. It did not appear as if any part of the mesher was damaged or bent. There was no harm or injury to a patient and it did not delay the surgery in any way. The investigation found that the device had a bent comb. However, follow up with the customer prior to device investigation stated that "it did not appear as if any part of the mesher was damaged or bent." Therefore, it can be deduced that the comb was damaged during shipment; the comb is susceptible to damage during return shipment. To be noted, the investigation summary did find that the ratchet handle was "jammed" and the device produced an "incomplete mesh". No adverse events were reported as a result of this malfunction.